Manufacturer narrative:
(B)(4). Concomitant medical products: femoral head p/n 00801803214 l/n 61469228, unknown stem p/n unknown l/n unknown; zimmer hip system femoral body p/n 00999302055 l/n 60786445. Leg length discrepancy. Report source: (B)(6). Multiple MDR reports were filed for this event. Please see associated report: 0001822565-2017-02252. Complaint sample was not evaluated but the reported event was confirmed. Inspection of the returned devices reveal stem was broken on the level of the junction. Dimensional analysis cannot be performed as the distal end was not returned and the proximal end remains in the cone body. From the x-ray image reviewed by an independent surgeon, it was confirmed that the implant had insufficient proximal support and adequate size of proximal body relative to the femur. With the information provided a likely cause for the reported issue is inadequate proximal support, resulting in fatigue fracture of the stem. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient was revised seven years post-implantation. During a walk, patient felt a pain in the left leg, pathological movements and leg shortening. Radiograph examination indicated a fractured stem on the level of the junction. The femoral components were removed and replaced. Attempts to obtain additional information have been made; however, no more is available at this time.